Event description:
It was reported that high high voltage (hv) lead impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced successfully without adverse event. The patient was stable.